Event description:
During a coil embolization procedure, both coils (orbit rdfl comple mini coil (B)(4) and orbit rdfl complex fill coil (B)(4)) were stretched during inserting into the target aneurysm. After the event, the coils and delivery systems were removed from the patient without any issues, and an adequate continuous flush as maintained through the (mc) microcatheter at all times. The same mc was utilized to complete the procedure, since there were no kinks in the mc that may have contributed to the event. A balloon or stent remodeling product was not used during the procedure. During insertion or any other time, no resistance was met, and no force was utilized to advance or remove the coil/delivery system.

Manufacturer narrative:
A non-sterile orbit rdfl complex mini coil was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. The support coil, gripper and embolic coil were received inside of the introducer and no damages were noted on them. The gripper and embolic oil were inspected under microscope and no damages were noted on them. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was not confirmed. The failure experienced by the costumer could not be conclusively determinate; neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report #1058196-2012-00170 and 1058196-2012-00171. Additional information will be submitted within 30 days of receipt

Manufacturer narrative:
During a coil embolization procedure, both coils (orbit rdfl complex mini coil 638mf0407/15458613 and orbit rdfl complex fill coil 638cf0615/15455159) were stretched during inserting into the target aneurysm. After the event, the coils and delivery systems were removed from the patient without any issues, and an adequate continuous flush as maintained through the (mc) microcatheter at all times. The same mc was utilized to complete the procedure, since there were no kinks in the mc that may have contributed to the event. There is no information available regarding the vessel or aneurysm location or characteristics. A balloon or stent remodeling product was not used during the procedure. During insertion or any other time, no resistance was met, and no force was utilized to advance or remove the coil/delivery system. It is not known if the mc was repositioned over the coil during placement or any other procedural factors related to the timing of the event. A non-sterile orbit rdfl complex mini coil was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. The support coil, gripper and embolic coil were received inside of the introducer and no damages were noted on them. The gripper and embolic oil were inspected under microscope and no damages were noted on them. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretching of the coil was not confirmed with analysis of the returned device; the coil was not stretched and no damages were noted. There are no manufacturing issues related to the reported event with review of the analysis or DHR. Additionally inspections are in place to damaged devices from leaving the facility. Based on the available information and the analysis of the returned device, no conclusion can be made regarding the unconfirmed report that the coil stretched. Therefore no corrective action will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report #1058196-2012-00170 and 1058196-2012-00171.

Manufacturer narrative:
This is one of two products involved with this adverse event, which is associated with mfg report #1058196-2012-00170 and 1058196-2012-00171. The product is expected to be returned evaluation and analysis: however, has not been received. Additional information will be submitted within 30 days of receipt